Event description:
Information was received from the repair technician that the device's alrm did not function. The reported malfunction was discovered during routine testing and the device was not in pt use. A new alarm kit was installed to correct the probelm.